Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient met with a manufacturer's representative (rep) and healthcare provider (hcp) yesterday to get reprogrammed. The patient noted that the hcp took an x-ray and it confirmed that the lead had not moved, however the rep found out that 3 of the patient's electrodes were out/broken. The rep then reprogrammed the patient and gave him "high energy" programming. The patient stated that when he got home last night and lay down, he was jolted 3 times in a row before he had to shut therapy off. The patient said that the patient programmer (pp) had showed that he was mobile. The patient's leg was quivering from the jolt. The patient was going to monitor everything and speak with a rep next monday ((B)(6) 2016).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their foot rebuilt in (B)(6) 2015 and they were off their feet for 4.5 months. When the patient started to walk again, they felt a high pulsing in their left leg and knee, and was thus reprogrammed by a representative at the time to get more tolerable stimulation. A week later they had gotten used to the stimulation and they did not feel it. This was noted as occurring a couple months prior to (B)(6) 2016. Information reported via a manufacturer's representative reported that the patient had been seen on (B)(6) 2016 as after the foot surgery the patient's pain had changed. The patient was given new groups to use at that time. The patient was seen on (B)(6) 2016 for reprogramming as they had too much stimulation in the leg and little to no back coverage. Impedances 11, 12, and 14 were out of range. Low density or conventional stimulation was tried in the leg, and then the representative put in high energy stimulation. They oriented the implantable neurostimulator (ins), set up voltages for group e all positions with a max voltage of 4.0. The patient was advised to turn stimulation off when lying down. On (B)(6) 2016 the patient was turning it off at night and getting good relief during the day and things were going well. The patient was charging more often with the high density stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that electrodes 11, 12, and 14 impedances were high. No further information was reported.